Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received a failed battery alert. The customer blood glucose was unknown. The customer also state that they received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used and they also state that battery cap was not loose, cracked or damaged and contacts were not missing, damaged, or corroded. The insulin pump will be return for analysis.